Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 400 mg/dl and 425 mg/dl. The customer reported other blood glucose value such as 123 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer was treated with manual injection for high blood glucose level. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 123 mg/dl and the sensor glucose was 50 mg/dl at the time of incident. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis and sensor will be returned for analysis